Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6), psr update, (hcp, sdy): information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (200.0 mcg/ml mg/ml at 52.38 mcg/day) and bupivacaine (2.5 mg/ml at 0.6547 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient had central nervous system symptoms, confusion, hearing voices, unable to hold a conversation, or take orders beginning on (B)(6) 2017. It was noted the patient had their pump interrogated, a catheter access port (cap) contrast study, fluoroscopy, and laboratory testing done, on (B)(6) 2017, with all results normal. The clinical diagnosis was central nervous system abnormal. It was indicated the event was possibly related to the device or therapy and possibly related to the drug hydromorphone with drug action of increased dose. The patient's therapy was suspended on (B)(6) 2017 and the issue resolved without sequelae on (B)(6) 2017. The event resulted in an in-patient or prolonged hospitalization.additionally, it was reported the patient experienced neurological symptoms and the entire system was explanted and not replaced on (B)(6) 2017. Additional information updated the clinical diagnosis to medication side effects. The cause of the central nervous system symptoms was medication side effect - etiology of medication. The patient's weight was (B)(6) pounds. Event date was (B)(6) 2017. No further complications were reported/anticipated.